Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, an improper disconnection of the patient from the setup was reported and is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error (se) 2240 (air in line/set) on the homechoice (hc) device during dwell 3 of 6 of peritoneal dialysis (pd) therapy. During troubleshooting, it was found that the hp had disconnected prior to the alarm and reconnected after the hc started alarming. The technical service representative (tsr) reviewed proper procedures, per the user manual, with the hp. The tsr had the hp close the clamps, close the transfer set, and cycle the power on the hc device to clear the alarm. It is unknown how the hp planned to complete therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.